Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the event. The customer reported that they rebooted the instrument and they were able to continue running patient samples without any errors. Upon follow up, the customer stated that the instrument was still running without any error. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 18-nov-2017 through aware date (B)(4) 2018. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2141] no cup from sorter: cause: the cup sensor s032 did not detect the cup which entered the dispensing lane from the sorter. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check s032, the position where the cup is transferred from the sorter to the dispensing lane, the cup sensing position, and the cup release operation. The most probable cause of error 2141 could not be determined. The instrument was working without issue after the customer rebooted.

Event description:
A customer reported getting error 2141 no cup from sorter with the aia-900 instrument. The customer stated that the cups were picked up and then dropped inside the sorter. The customer tried opening and closing the sorter door, rebooting, and performing an all set home. However, the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.